Manufacturer narrative:
Correction: per further regulatory review, it was determined that the manufacturer of record for the reported device related to this MDR was medtronic sofamor danek (B)(4). (B)(4) was notified of this reported event.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was tightening a screw using the solera 4.75 reduction driver and the driver broke. This occurred when inserting the screw and it was noted that the patient had very hard bone. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
It was reported the driver broke off in the head of the screw.mfg date now provided.

Manufacturer narrative:
Patient identifier and age were not made available from the site. Device manufacturing date is unavailable. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the issue occurred when the surgeon was placing the last screw. There was no delay in the procedure. Return requested. No parts have been received by manufacturer for analysis.